Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a damage sensor and transmitter. The customer was moving furniture, it slipped out of his finger and it completely ripped off the sensor. The customer stated the area was bleeding and table fell on top of the devices. The sensor was also broken inside. The customer's blood glucose was 102mg/dl. The customer was advised the sensor will be replaced.